Event description:
It was reported that, "the metal rod of the instrument broke in half."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including lot code) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.